Manufacturer narrative:
A general field modification has been issued concerning the fuses f1, f3, and f4.

Event description:
Unit shutdown because of defective "f1" fuse, customer didn't hear backup alarm that was activated. There was no injury.